Manufacturer narrative:
Summary of evaluation: evaluation of the reported baseplate breakage is not possible as it was not returned. Evaluation results are insufficient to determine whether this event is device related. However, the wear observed is not necessarily unusual for the reported period of implantation.